Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to blood glucose. At the time of the report and first follow-up attempt with tandem technical support, the customer did not have an alternate method of insulin therapy and declined further follow-up to determine if one was later obtained.